Event description:
It was reported via clinical study that patient underwent total knee arthroplasty on unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2012, due to loosening of the locking bar. It was further reported that the surgeon had not fully engaged the locking bar in the primary procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number three states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." No product returned for evaluation.